Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set fell off events, the first two were on (B)(6) 2024 and the third one on (B)(6) 2024 the infusion sets were in use for 2-3 hours. No further information available.

Manufacturer narrative:
Initial and final MDR 1901925 - MDR 3003442380-2024-11508 - device 1 of 3.